Manufacturer narrative:
Section age or date of birth, weight and ethnicity: unknown/ not provided. Catalog number : a complete catalog # is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Explant date: not applicable, as lens was not explanted. (B)(6). Device manufacture date: unknown. (B)(4): the device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tip of cartridge partially broke as lens was being inserted. The lens was successfully inserted and there was no impact to the patient. No further information available.